Event description:
Consumer's insurance agent alleges her client's humidifier smoked and caught fire in the master bedroom causing property damages. There was not a report of personal injury with this incident.